Event description:
It was reported to philips the customer requested a battery to be repaired. Additional details have been requested. There was no patient involvement.

Manufacturer narrative:
The customer contacted the philips response center. The customer stated they needed repair of the battery. Multiple requests were made for clarification if there was a malfunction of the battery, however, no response was received. The case was closed with no work performed by philips. Multiple requests were made for evaluation/resolution information, however, no response was received. Philips is unable to rule out that a malfunction did not occur. As philips did not evaluate this device, a definitive cause for the alleged failure could not be determined. The device remains with the customer. No conclusion can be drawn. There is no indication of a systemic problem. No further investigation or action is warranted.